Event description:
It was reported by the affiliate that during a low anterior resection. After firing the device, the surgeon had a very difficult time removing the device from the bowel. After removal, the surgeon noted leakages in the staple line. A diverting colostomy was placed to complete the case.